Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error 1860 had occurred, which typically indicates that the pump has detected a problem with the distance traveled by the pump's mechanism, often related to the disposable cassette or pump's internal components. The batteries had been removed and then reinserted. Upon reboot, the pump had begun alarming again, displaying error 1840, which indicates a high-pressure event in the infusion pump's fluid path. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.